Manufacturer narrative:
(B)(4). Evaluation and investigation is completed. This is an initial / final medwatch. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. On (B)(6) 2019, it was reported that during the inspection, the after sales department noticed that the latching pins are too difficult to pull to open the mechanism. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher by flextronics on (B)(6) 2019 revealed that the comb was damaged. The calibration was within specifications and the device produced a passing sample mesh. The top lock and close test failed. The 1.5:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced an incomplete sample mesh and were deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by flextronics on (B)(6) 2019 which included replacement of the comb. The top lock and close was reassembled and the unit was recalibrated. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. RMA number (B)(4). While the returned product investigation confirmed that the skin graft mesher would not lock and close properly, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the top lock and close was reassembled, the device was recalibrated, and the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the inspection, the after sales department noticed that the latching pins are too difficult to pull to open the mechanism. There was no harm/injury to patient or operator. No surgical delay. Evaluation revealed the comb was damaged. No adverse events were reported as a result of this malfunction.